Manufacturer narrative:
Details of complaint: the customer reported that the secondary monitor on this central nurses station (cns) went blank while in patient use. No patient harm was reported. Service requested / performed: evaluation / repair: the device was returned for physical evaluation and functional analysis. This device was first installed at the facility in 8/2017. Nk repair center replaced both the main board and graphics card, which resolved the issue. Investigation summary: the overall risk score is medium. Nk repair center identified that the cause of the cns monitor going blank was due to a malfunctioning graphics card. Due to the age of the device, it is unlikely that the graphics card failed due to normal wear and tear. As the graphics card was not further analyzed for root cause, the root cause for the graphics card failure cannot be determined. The most likely root cause for the failed graphics card would be physical damage due to user mishandling or overheating due to environmental conditions. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the model #: ni. Serial #: ni. Additional information: b4 date of this report. D9 device available for evaluation? G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
It was reported that the secondary monitor on this central nurses station (cns) went blank while in patient use.

Manufacturer narrative:
It was reported that the secondary monitor on this central nurses station (cns) went blank while in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the secondary monitor on this central nurses station (cns) went blank while in patient use.